Event description:
The plaintiff's attorney alleged that the pt experienced cardiopulmonary arrest and expired the same day. This is alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two reports for this event. Add'l info has been requested and will be submitted upon receipt accordingly.